Manufacturer narrative:
Explant date: not applicable; lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
A female consumer reported that since she had a intraocular lens (a tecnic 1 piece zcb00) implanted in her right eye, she has experienced increased retinal pain due to photophobia. In follow up with the patient, she related that she has always been very light sensitive. She also has had unspecified ''retinal issues'' prior to the iol implant. The photophobia is very bad when she is exposed to led or halogen lights, even bright ultraviolet will give her pain that can last several hours. She tries not to drive at night because of the lights. She is trying different tinted eyeglass lenses to help with the situation. A separate report is filed for the left eye.